Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the conclusion. The change is reflected in this report. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. The battery contacts were found to be contaminated.

Event description:
It was reported the epg (external pulse generator) did not pace as expected. This occurred on two patients. Follow-up information received found there were no patient complications as a result of the incidents.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were observed. The battery contacts were found to be contaminated.